Manufacturer narrative:
This report is for an unk: screws: 4.5 mm cannulated/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an open reduction internal fixation (orif) and ligament repair, the cannulated screw and k-wire broke on the epicondyle of the patient. The screw went in and as the surgeon turned it, is broke off in hard bone. The k-wire was being put in to redirect because of broken screw left in bone, it by passed the broken hardware and broke off. There was a surgical delay of ten (10) minutes. Procedure was successfully completed. Patient outcome was unknown. This is report 1 for 2 (B)(4).